Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot# are unknown, however, the alleged celect is manufactured and inspected according to a43498 (celect mi), a43590 (celect qci). The following allegations have been investigated: organ perforation and tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2021. Approximately 5 years and 1 month after receiving the filter implant, it was discovered that the cook filter had tilted causing vertebral body perforation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Additional information: a2, b5, b6, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, pain, discomfort. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Unknown if the reported pain and discomfort is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter due to venous thrombosis (vt) and pulmonary embolism (pe). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "pain and discomfort", per a computed tomography (CT) abdomen: "an ivc filter is in place. The filter tip is below the lowest renal vein and within 2 cm from the lowest renal vein. There is 8 degrees of tilt of the filter with respect to the ivc. The tip of the filter appears to abut the left aspect of the ivc. The struts of the ivc perforate the ivc wall by up to 5 mm. One of the posterior struts of the filter slightly embeds itself into the anterior aspect of the l3 vertebral body, depicted on axial image 81, and sagittal image 73. There is no evidence of fracture of the filter struts. The ivc is relatively decompressed, with no definite focal stenosis".